Event description:
Provider states unit will power up red light, beeps then shuts down. Provider referenced tech bill (B)(4) states sent in a unit for repair with similar issue and requested that part be sent to repair the unit.